Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent right side pneumonectomy resection on (B)(6) 2015 and suture was used. The bronchus stump was closed and covered with v. Azygos pleura. During the procedure, a water test was performed and it showed no fistula. It was reported that the patient did not have distinct symptoms of stump insufficiency and in the post-operative phase, the patient regularly coughed. It was reported that the bronchus stump opened post-operatively. The patient underwent re-operation on (B)(6) 2015 and the suture was found broken and there was lateral fistula formation at the bronchus stump. It was reported the stump was vital and could be closed without problem. The physician opined that the suture was not found directly at the bronchus stump, but the suture was missing at fistula formation and that is why the physician opined that the suture broke. It was reported that the patient was discharged from the hospital.

Manufacturer narrative:
Conclusion: the actual piece of suture with a surgical knot that was involved in this event was returned for evaluation and microscopically inspected. Two cut ends and two broken ends were observed. Mechanical damage due to handling one thread piece was detected. The cause of the breakage could not be clarified. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.